Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.

Event description:
The pt was implanted with an ams monarc sling. It was reported that the pt experienced "severe and permanent bodily injuries and significant mental and physical pain and suffering, including pelvic pain, infections, erosion of the mesh product into her vaginal tissues, continued incontinence, add'l surgeries, and dyspareunia." It was also indicated that the pt experienced, "infection or inflammation, tissue abrasion, and other severe adverse health consequences."